Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high and low blood glucose incidents, which, the customer believes are due to over-correction. The customer stated that after dinner their blood glucose was 400 mg/dl, which they treated with more insulin and their blood glucose went down to 46 mg/dl. The customer also had mentioned that they had an incident of low blood glucose and diabetic ketoacidosis in (B)(6) of 2018, which required hospitalization. The customer had stated that they had several instances of bent cannula and were very sick with a virus. The customer had also mentioned that they are having difficulties with carbohydrate counting which affects the correction factor; they have done manual boluses and think this is what has caused the dips in blood glucose. The reporting party stated that the customer declined speaking with the 24 hour helpline.